Manufacturer narrative:
Analysis found that the implantable neurostimulator battery had a reduced capacity due to overdischarge.

Event description:
It was reported that an overdischarge was confirmed and it was the patient's third. A pmr (physician mode recharge) was performed, but the results were unknown. It was noted that the device was replaced. The patient did not recharge properly and was unable to recharge after multiple overdischarges. There were no patient symptoms or complications associated with this event. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).